Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l57095, implanted: (B)(6), 1999, product type: catheter. (B)(4)

Event description:
Information was received from healthcare provider (hcp) and representative regarding a patient receiving intrathecal morphine (15 mg /ml at 0.297 mg/day) via an implanted pump system. A pump replacement was scheduled for (B)(6) 2015 due to the elective replacement indicator (eri) that had occurred in august. The pump pocket was opened, and it was "full of puss". A pump pocket infection was reported. The infection was not confirmed, and the specimen was sent for culture on (B)(6) 2015. The doctor also aspirated drug from the pump and sent the fluid for culture as well. The fluid was reportedly clear. The pump was removed, and the catheter was tied off. The patient was tested for a systemic infection, though it was negative. The infection was a localized infection of the pump pocket. The patient did not like the location of the pump. The doctor stated that the pump had moved lateral and moved up (confirmed via x-ray). The patient did not complain of pump pocket discomfort; only that the pump was too large, and that it stuck out of their clothes. They wanted a smaller pump implanted. The doctor was discouraging the patient from a pump replacement as the patient had a pump for several years, and they thought the patient should just be treated with oral medications. Additional information was received from the hcp on (B)(6) 2015. When asked when the patient first started experiencing the pocket infection, and indicated they "did not". The cultures were negative, and cerebrospinal fluid (csf) cultures were also negative. When asked if the pocket infection resolved, they indicated the patient was under treatment.

Event description:
2015-10-21 additional information was received from a healthcare provider (hcp). The cause of the pump movement was unknown. The infected pump was removed.